Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. The physician alleged the event was due to patient related factors. The event was resolved by repositioning the lv lead. The patient was in stable condition.